Event description:
It was reported that the device was used during a coronary artery bypass graft procedure. It was reported that the clips were scissoring when the device was fired. Another device was used to complete the case. There was no consequence to patient.